Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It is reported that during an orthopedic procedure (B)(6) 2012 the small battery drive ran intermittently and the rewind was slow. No harm to the user or the patient was reported. This is report 1 of 1 for this event.

Event description:
This is report 1 of 1 for the complaint (B)(4).

Manufacturer narrative:
Additional narrative: device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the customer's complaint that this device operates intermittently was confirmed. The unit was tested and the complaint was duplicated. This is due internal motor or ecu failure due to immersion during cleaning.

Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. The item has not previously been in for service. There is no information relevant to current complaint issue. (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.